Manufacturer narrative:
E1: customer facility name: (B)(6) hospital no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device water volume could not be varied. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the legal manufacturer final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due to control panel failure. In addition, the following reportable malfunctions were identified during the device evaluation: control panel failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the subject device water volume could not be varied. The issue occurred during preparation for use before an unspecified procedure. There was no delay or reports of patient harm.